Manufacturer narrative:
The t:slim pump user guide states that the user can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had gone to the emergency room (ER) due to high blood glucose (bg) levels (311 mg/dl) and was admitted to the hospital due large ketones the next morning. The customer was treated with intravenous fluids, dextrose water and insulin injections. The bgs were resolved. The customer was discharged on (B)(6) 2017. There was no reported permanent damage. The pump history was reviewed and the customer was found to have received an auto-off alarm in the morning which was cleared. The customer also had multiple occlusion alarms. Insulin delivery was resumed shortly after the occlusion; however, no additional bolus was attempted to be delivered to "make-up" for the undelivered bolus after the occlusions. The contact was to educate the customer on how to address an occlusion alarm. A pump system check was performed using the current supplies and no device issue was found.